Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding") and psychological trauma ("psychology injury"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- new events added: pain:abdominal, back pain, bleeding: menorrhagia (heavy menstrual bleeding),general abnormal. Bleeding, psych injury were added. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, abdominal bloating, headache, fatigue, heartburn, pancreatitis, cholecystitis, insomnia, throat discomfort, dermatosis papulosa nigra, dysuria, prediabetes, hyperlipidemia and major depression. Previously administered products included for an unreported indication: aygestin from (B)(6) 2012 to (B)(6) 2012, omeprazole, temazepam, citalopram, famotidine, simethicone and zolpidem. Concurrent conditions included anxiety, depression, vaginal discharge abnormality, uterine bleeding, vaginal infection, intermenstrual bleeding and generalized anxiety disorder. Concomitant products included ethinylestradiol;levonorgestrel (levora-28) from (B)(6) 2012 to (B)(6) 2013, ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), anxiety ("psychology injury/anxiety/mental anguish") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain and menorrhagia had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2010 trailing coils: 3 coils were noted on the right side and 5 on the left following implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menorrhagia, vaginal haemorrhage, anxiety, back pain and abdominal pain. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and medical record received. Essure lot number added. Events added: abnormal bleeding (vaginal) and depression. Event clubbed and pt term updated: psychology injury/anxiety/mental anguish. Reporters, medical history, historical and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, abdominal bloating, headache, fatigue, heartburn, pancreatitis, cholecystitis, insomnia, throat discomfort, dermatosis papulosa nigra, dysuria, prediabetes, hyperlipidemia and major depression. Previously administered products included for an unreported indication: aygestin from (B)(6) 2012, omeprazole, temazepam, citalopram, famotidine, simethicone and zolpidem. Concurrent conditions included anxiety, depression, vaginal discharge abnormality, uterine bleeding, vaginal infection, intermenstrual bleeding and generalized anxiety disorder. Concomitant products included ethinylestradiol;levonorgestrel (levora-28) from (B)(6) 2012 to (B)(6) 2013, ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), anxiety ("psychology injury/anxiety/mental anguish") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain and menorrhagia had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2010. Trailing coils: 3 coils were noted on the right side and 5 on the left following implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menorrhagia, vaginal haemorrhage, anxiety, back pain and abdominal pain. Lot number:893014 manufacture date: 2011-08 expiration date: 2014-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.